Manufacturer narrative:
Potential lot numbers reported as: 7d53202, 7k53220. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is j&j employee. A device history record (DHR) review was conducted: part: 07.702.040s; lot: 7d53202; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 21.aug.2017; expiry date: 01.apr.2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 07.702.040s; lot: 7k53220; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 12.mar.2018; expiry date: 31.oct.2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, at the time of cementing, the traumacem v+ injectable bone cement apparently fraguous before the estimated time of twenty (20) minutes. The cementation could not be performed according to the technique. The second set of traumacem v+ injectable bone cement was used, and the surgery was performed without problems. It is unknown if there was a surgical delay. Procedure outcome and patient status were unknown. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for complaint (B)(4).